Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the touchscreen was not working properly. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer performed troubleshooting and found that the upper right-hand corner was responding to touch properly. The customer therefore requested for a replacement touchscreen to be shipped under contract for repair. The remote service engineer (rse) created a material work order (wo) to have the replacement touchscreen shipped to the customer.

Manufacturer narrative:
Per good faith effort (gfe) response, the biomedical engineer (bme) stated that the replacement touchscreen was ultimately ordered for repair. Upon receiving the new touchscreen, the bme performed the replacement and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.